Event description:
Report received from the USA stating "the pump on the side was loose and was making a hissing noise" during a neuro spine procedure. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. Ref: (B)(4).